Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s implant has not been helpful for the last five years. The patient reported that they have discomfort when they are in a sitting position. The patient noted that they have fallen. No further complications are anticipated.